Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received all intact with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed "no disposable" and "pressure alarm" messages. To further investigate, a functional test was performed. The customer complaint was confirmed. The device was found to be "double beeping" after power up when batteries were inserted. Fluid ingression was found on the pump by the chassis base of the downstream occlusion sensor, which caused the issue. It was determined to be user induced. The downstream occlusion sensor, lcd lens, rear housing and front housing assembly will be replaced.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited double beeping alarm with scratched lens and rear case damage. No patient injury reported.